Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was originally reported that the carto 3 system displayed a magnetic distortion on the ablation catheter. The error then displayed a sensor error for the ablation catheter. Then the system also displayed back patch detachment errors and continuous mapping errors. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was completed with no patient consequence. These issues have been assessed as not reportable as they are easily detectable by the user. The user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation and discovered on april 8, 2016 that there were two small cuts found approximately 32 cm and 72 cm from the handle and internal parts were exposed. There were two clear cuts. This most likely occurred after the procedure. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. Since the catheter integrity was not maintained and internal components were exposed to the patient, the returned catheter condition has been assessed conservatively as a reportable malfunction. The awareness date is reset to april 8, 2016.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The carto 3 system displayed a magnetic distortion on the ablation catheter. The error then displayed a sensor error for the ablation catheter. Then the system also displayed back patch detachment errors and continuous mapping errors. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and two small cuts were found at the shaft area with internal parts exposed. Further information was requested regarding the condition of the catheter; however it has not been available for biosense webster. A scanning electron microscope (sem) testing was performed over the outer surface and there was evidence of elongations and scratches at the surroundings areas possibly induced by a sharp object. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a sensor error cannot be confirmed. Based on available analysis finding results, the small cut observed on the catheter does not appear to be caused by any internal biosense webster.